Event description:
It was reported that during a minimal invasive distale metatarsal-osteotomie (dmmo) the handpiece was smoking while working on the patient with the ar-300b. The handpiece became very noisy and the burr also had dark grooves at the end. A redness had formed at the edges of the wound of the patient, which will be monitored. According to the surgeon the failure was not cased by the handpiece. The surgeon tried the other burr attachments on the same handpiece and these ran smoothly. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 20-jun-2024: it was confirmed that during use of the attachment ar-300b the handpiece got louder and smoke came from the attachment not the handpiece. The attachment ar-300b was partially black after use and the patient got burned. Wound edges were reddened. The burned parts could be removed with ablation. The handpiece was tested with different attachments and worked fine. Also, the affected attachment was tested with different shavers and all shavers became louder during use with the reported attachment. The handpiece will also be returned for investigation

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The manufacturer evaluation revealed the device presented a noisy function during functional testing. Further evaluation also showed the bearing is dirty and rough running which typically can be noticed during a function test prior to use in surgery. The reported event therefore is confirmed.